Event description:
Resident was sitting in lift and one of the upper right straps broke loose and he fell on the floor. White sling had recently been modified to strengthen the sling within the last year. Previously, it had been modified by a boot and shoe store. Resident suffered an injury to their ear requiring 3 stitches to close.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration (B)(4). Further information will be provided upon manufacturer's investigation.